Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2017. According to the complainant, during the procedure, the autotome¿ rx 44, cut wire was oriented in the wrong direction, which resulted in a perforation on the pancreas side of the duodenum. The perforation was noticed when the bleeding did not stop upon the completion of the ercp procedure. In the physician¿s assessment, the incorrect direction of the autotome cut wire was the cause of the perforation. The procedure was completed with another autotome¿ rx 44; however, due to bleeding, the patient was transferred to a surgeon for a suture operation. The patient's current condition was reported to be okay.

Manufacturer narrative:
Investigation results: visual examination of the returned device found that the device has the distal pierce hole torn and blackened; this last condition displaced the cutting wire. Also, the working length was found to be twisted in several locations. The complaint was consistent with the reported event of incorrect orientation which could have been affected by the distal pierce hole torn and blackened and twisted working length in several locations. Based on all the available information and the condition of the returned unit, the most probable cause of the device failure is ¿operational context¿ since due to anatomical/procedural factors encountered during the procedure the performance of the device was limited. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists ¿perforation¿ and ¿hemorrhage¿ as potential adverse events associated with the use of this device; therefore these patient events are considered anticipated procedural complications. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2017. According to the complainant, during the procedure, the autotome¿ rx 44, cut wire was oriented in the wrong direction, which resulted in a perforation on the pancreas side of the duodenum. The perforation was noticed when the bleeding did not stop upon the completion of the ercp procedure. In the physician¿s assessment, the incorrect direction of the autotome cut wire was the cause of the perforation. The procedure was completed with another autotome¿ rx 44; however, due to bleeding, the patient was transferred to a surgeon for a suture operation. The patient's current condition was reported to be okay.